Manufacturer narrative:
Concomitant medical products: hemashield platinum26 mm; intergard synergy 14x7x7. Device remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2022, a patient presenting with a descending thoracic aortic pathology was treated with a gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2021, it was reported that the patient presented with a type a aortic dissection. The dissection was not genetically triggered or inherited. The cause for the dissection is unknown. The dissection was proximal to the proximal edge of the endoprosthesis. The patient was treated surgically with an "elephant trunk" procedure and debranching aortic surgery. The patient tolerated the procedure.

Manufacturer narrative:
Medwatch #2017233-2023-03780 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted. It was reported that the dissection was proximal to the proximal edge of the endoprosthesis. The dissection was not immediately proximal to the endoprosthesis. No device involvement is alleged and it has been determined that this event is no longer reportable.

Manufacturer narrative:
A review of the manufacturing records for this device verified the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to vascular trauma.

Event description:
It was reported that on (B)(6) 2022, a patient presenting with a descending thoracic aortic pathology was treated with a gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2022, the patient presented with acute st-elevation myocardial infarction. They were treated with onyx 3.5mmx30mm. The patient tolerated the procedure. On (B)(6) 2022, the patient presented with heart failure and was treated with the implantation of a pacemaker. On (B)(6) 2021, it was reported that the patient presented with a type a aortic dissection. The dissection was not genetically triggered or inherited. The cause for the dissection is unknown. The dissection was proximal to the proximal edge of the endoprosthesis. The patient was treated surgically with an "elephant trunk" procedure and debranching aortic surgery. The patient tolerated the procedure.